Event description:
Deltec lockbox, order # 21-6181-51, can be pried open fairly easily when locked (key-locked). This gives unauthorized personnel access to narcotic drug hanging inside the box. The lock box can be opened manually without assistance of tools by grasping the right side casing and pulling the casing to the right, creating a "part" between it and the door. A person can then slip their fingers in the "part" and pull the door open.